Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet system, where the ilet mobile app initially failed to pair the sensor before a subsequent scan achieved successful activation; the agent provided stepwise troubleshooting followed by education on the warm-up period. No adverse clinical symptoms reported. Outcomes included successful sensor activation with no alerts or alarms and no medical intervention. User support included guided troubleshooting and user education performed remotely. Investigation of this case revealed an initial pairing/identification error that resolved after software and connectivity checks and a repeat scan, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity/setup issue that resolved with standard troubleshooting.